Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found on the blood pump tubing near the clear connector. Additionally, a visual inspection with the microscope revealed a tear on the blood pump tubing. The cause of the tear in the pump tubing could not be established since the sample worked as intended during the priming stage and the incident occurred approximately three hours and twenty-five minutes after the initiation of treatment. However, this kind of damage (tear) could be caused due to incorrect handling of the product either during the manufacturing process or treatment set up. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline leaked three hours and twenty-five minutes into a patient's hd treatment. The machine alarmed appropriately with an air detector alarm. A fresenius machine and dialyzer were also in use. The patient¿s estimated blood loss (ebl) is 5ml. There was no patient serious injury or medical intervention required as a result of this event. The patient refused to restart treatment and ended twenty-eight minutes early. The patient did not experience any issues or require any additional treatments as a result. The bmt inspected the machine and did not find any issues but replaced the blood pump rotor as a precaution. The machine has been returned to service. The combiset bloodline is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline leaked three hours and twenty-five minutes into a patient's hd treatment. The machine alarmed appropriately with an air detector alarm. A fresenius machine and dialyzer were also in use. The patient¿s estimated blood loss (ebl) is 5ml. There was no patient serious injury or medical intervention required as a result of this event. The patient refused to restart treatment and ended twenty-eight minutes early. The patient did not experience any issues or require any additional treatments as a result. The bmt inspected the machine and did not find any issues but replaced the blood pump rotor as a precaution. The machine has been returned to service. The combiset bloodline is available to be returned to the manufacturer for evaluation.